Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the lock latch on the video connector of the video system center was worn out, causing a loss of the image when the scope end connector was wiggled and it does not hold scope connector properly, based on the results of the investigation, the probable cause is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the lock latch on the video connector of the video system center was worn out. There was no patient involvement.